Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿, 1 patient sample exhibited erroneous high potassium results. A green top tube from the same patient exhibited normal results. The samples were retested at another lab. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown d4. Medical device lot #: unknown lot number was not reported; however, 2 potential lot numbers were provided. The information for these lot numbers are as follows: d4. Medical device lot #: 5219436 d4. Unique identifier (UDI) #: ((B)(4) d4. Medical device expiration date: 31-jul-2026 h4. Device manufacture date: 07-aug-2025 note: date should use dd-mmm-yyyy format. D4. Medical device lot #: 5239984 d4. Unique identifier (UDI) #:(B)(4) d4. Medical device expiration date: 31-aug-2026 h4. Device manufacture date: 27-aug-2025 note: date should use dd-mmm-yyyy format. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿, 1 patient sample exhibited erroneous high potassium results. A green top tube from the same patient exhibited normal results. The samples were retested at another lab. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. A specific lot number was not provided; however 2 potential lot numbers were provided. Based on a review of the device history record for the potential lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the products. Complaint history revealed no other complaints for erroneous potassium results on the potential lots. This complaint has not been confirmed for the indicated failure mode: erroneous results . No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.